Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: the scrub tech stated that he thinks that the surgeon closed the device but did not fire the device and cut the tissue.

Event description:
It was reported that during an open colectomy procedure, the tx60b was closed on bowel, and the device was fired. The surgeon excised the tissue and then opened the device. The tissue was cut but there were no staples present. It is unknown how the bowel was closed. A second device, a tlc75, was pulled and closed on another section of bowel. The device was closed and fired. The device locked out about a fifth of the way through the firing sequence. The cut line and staple line were equal in length. The staple were properly formed. Another tlc75 device was pulled to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.